Manufacturer narrative:
The reported failure of evt_press_sensor_mismatch error is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
A trilogy evo ventilator was returned to a third-party service center for service. There was no report of patient harm or injury, and the device was not reported to be in patient use at the time of the event. No patient involvement or adverse patient impact was reported in association with this event. During evaluation at the third-party service center, review of the device event log identified an evt_press_sensor_mismatch error. This error indicates that the device software detected a large pressure difference between the monitor pressure sensor and the outlet pressure sensor. In addition, contamination consisting of a brown sticky substance was observed within the device. To address the issue, the technician recommended replacement of the flow sensor. Due to the evt_press_sensor_mismatch error and the confirmed contamination findings, all air path components were replaced, including the cooling fan assembly, tubing, fan retainer, blower assembly, blower bellows seal, blower cap, air inlet foam filter, and muffler assembly. The device operating software was updated to version 1.05.10.0. Following completion of the repair and update activities, the device successfully passed final testing.